Manufacturer narrative:
Sample received for investigation. Through visual inspection, plunger rod was observed to be broken, therefore the incident is confirmed. A device history was performed and found a maintenance record related to the incident. Possible root cause is related to lateral assembly guide out of position and there was insufficient power supply. An adjustment was made to the positioning of the guide, and adjustment was made to the plunger supply. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing personnel will be notified of this incident to increase awareness.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 3ml s/su plunger rod was broken/damaged. The following information was provided by the initial reporter translated from portuguese to english: "broken plunger."